Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the consumer allegedly had their chair plugged in and shut off, they were leaning over the side of the chair doing dishes, all the sudden the chair allegedly powered up and drove forward into the sink. It allegedly pinned the user's legs between the sink and the chair.